Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received this lens was not implanted. There was no harm to patient.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported with a description of intraocular lens (iol) stuck in cartridge. Additional information has been requested.